Event description:
It was reported via repair work order that the foot end lift was not working and may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end lift was not working and may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the foot end lift was not functional. Customer stated they would perform repairs. Customer performed evaluation.